Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer did not close completely, even when force was applied. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that drawer 5.1 was not closed. A field service engineer (fse) removed the bearing cage, which allowed the drawer to lock properly. However, the bearing cage had also damaged the position sensor and position magnet. The fse relocated all loaded cube pockets from drawer 5.1 to other available spaces in the medication station and placed all empty cube pockets into drawer 5.2. Later, fse removed the key pockets from doors 5.1 and 5.2, removed the defective drawer module, and inserted a new smart half-height drawer module in position five. The fse assigned the drawer, reinserted the pockets, and verified proper operation using hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.